Manufacturer narrative:
Investigation and root cause analysis is in progress.

Event description:
The facility initially reported that the doctor had a posterior capsule tear. The tip was changed because of a burr, which the doctor thinks is the cause of the tear. They had an unplanned vitrectomy, and ended with an ac iol and sutures. Additional informatin received from the nurse stated that during phacoemulsification cataract surgery the posterior chamber tear occurred. Tip of phaco noted to be jagged. Extracted from eye, inspected and found tip to be missing. Procedure completed with new tip and alternate lens placed. Vitrectomy performed. Tip primed in broken state as well as pre-op. Surgeon unsure of patient outcome. May require further surgical intervention.